Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 28 (loss of clutch connectivity) and (ua) 29 (loss of brake connectivity) error messages, and the platform will not perform chest compressions. No patient involvement.